Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that there was a 911 call for their low blood glucose levels. Customer's blood glucose levels at the time of 911 call ranged from 29 to 38 mg/dl. Customer stated that she was not taken to the hospital, but was treated by emergency medical technicians (emt) at home with orange juice, food, and IV insulin. Customer stated she is a brittle diabetic and tends to drop low when she does too much physical activity. Customer does not believe that her low blood glucose levels are pump related. Customer declined to complete troubleshooting at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not being returned or replaced.